Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause of this event cannot be conclusively determined since the device was not returned for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration and calcification. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic aortic valve, implanted for 10 years and three (3) months, was explanted due to calcified leaflets leading to recurrent severe prosthetic valve stenosis with mild aortic insufficiency. Per medical records, this case involved a (B)(6) female with history of valvular disease, chf nyha class 3, lvef 65%, avr and graft replacement of the ascending aorta with a 28 mm dacron graft. She underwent a third time redo aortic valve replacement and repair of innominate vein with a cormatrix graft. Intraoperatively, the previous sternotomy scar was excised and the sternum appeared to be free of adhesions. It was noted that there was heavy venous bleeding in the vicinity of the innominate vein. The bleeding was controlled. The repair of innominate vein with a cormatrix graft was completed. Upon inspection of the subject device, the leaflets were heavily calcified. The valve was excised and the area was debrided. A new edwards bioprosthetic valve was implanted and sutured in to place using cor-knot device. It was noted that the right and left coronary ostia were unobstructed. She was weaned from bypass. Bleeding form the osteoporotic sternum was addressed. Echocardiogram revealed no evidence of aortic or mitral regurgitation with good lv ejection fraction. It was noted that the patient tolerated the procedure well and was transferred to cvicu in stable condition. The patient was discharged home on pod #4 in stable and improved condition.